Event description:
It was reported, that this was a percutaneous vertebroplasty (l3) for vertebral fracture on (B)(6) 2023. Instruments used in the surgery were all prepared and handled properly. The cement kit was also handled properly, and mixing was done according to procedure. But the mixing handle did not move smoothly. Mixing cement was managed to be done and cement was started to be injected to a syringe using the syringe kit. After finishing injection to the syringe, the next syringe was attempted to be attached to the stop-cock. But the next syringe could not be attached to the stop-cock. Upon checking, it was observed, that the tip of the syringe remained in the stop-cock of the cement kit. There was no obvious malfunction or loading at the time of breakage. And no cross-threading was occurring, but the tip of the syringe was broken. Although the broken tip remained in the stop-cock was difficult to remove. The passage of time after cement preparation, lead the surgeon no choice, but to open a new cement kit and syringe kit that were used with no problems. The surgery was completed successfully with no surgical delay. There was no impact on the patient and no further information is available. This complaint involves one (1) device. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: postal code: (B)(6). H3/h6: device history lot: part: 07.702.016s. Lot no#: 2b53480. Release to warehouse:18 feb,2022. Expiry date: 01 feb, 2025. Manufacturing site: werk selzach. Supplier: osartis gmbh. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.